Event description:
It was reported that device interrogation at the physician's office produced results suspicious for lead dislodgement. A chest x-ray confirmed the atrial lead was no longer in it's implant location. The atrial lead was successfully repositioned without difficulty and remains in use. It was also noted that the patient experienced fatigue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implanted: (B)(6) 2015. (B)(4).